Manufacturer narrative:
Reported event:  an event regarding rom involving an unknown accolade stem was reported. The event was not confirmed.    Method & results:  device evaluation and results: not performed as product remains implanted.  Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion:  the exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2008 the patient underwent a left hip arthroplasty and was implanted with an lfit v40 femoral head and an accolade tmzf plus hip stem. It is further alleged that the patient suffered pain and loss of mobility after implantation and required a revision surgery.